Event description:
It was reported that the customer's pump screen was unresponsive and difficult to activate, requiring multiple presses of the button to turn on. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.